Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose (bg) level was high; however no specific value was provided. The customer required assistance addressing bg with manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.